Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Upon visual inspection, engineering confirmed that there was a tear in sheath material. Based on the condition of the returned unit, it is likely the reported event was caused by the instrumentation used during the procedure. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of its products.

Event description:
Name of procedure being performed lap hand assisted donor nephrectomy. Detailed description of event: ¿during procedure the hand entry tore. They would like an investigation to be completed. They do have the sample for return. Limited information available". Additional information received via email from account manager associate, on tuesday, 16apr2019: procedure was lap hand assisted donor nephrectomy. The device was removed, another one opened. The procedure was completed. The surgeon's hand was not inserted into the device at the time of the gel separation. The gelseal cap and the surgeon's hand was lubricated prior to hand access. The gel started to detach immediately when the device was in use. Additional information received via telephone from account manager associate, on tuesday, 30apr2019: the correct product was returned. The issue is not with the gel but with the alexis sheath torn. Type of intervention: device removed, another one opened. Patient status: no patient injury.

Manufacturer narrative:
The event unit returned to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Name of procedure being performed: lap hand assisted donor nephrectomy. Detailed description of event: ¿during procedure the hand entry tore. They would like an investigation to be completed. They do have the sample for return. Limited information available." Additional information received via email from account manager associate, on tuesday, 16apr2019: procedure was lap hand assisted donor nephrectomy. The device was removed, another one opened. The procedure was completed. The surgeon's hand was not inserted into the device at the time of the gel separation. The gelseal cap and the surgeon's hand was lubricated prior to hand access. The gel started to detach immediately when the device was in use. Additional information received via telephone from account manager associate, on tuesday, 30apr2019: the correct product was returned. The issue is not with the gel but with the alexis sheath torn. Intervention: device removed, another one opened. Patient status: no patient injury.